Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable and ECG "d" was severed and missing from the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.